Event description:
A stryker disposable tourniquet cuff was used during the a procedure in which the customer reported that a stryker smartpump was reported as leaking; the smartpump is reported on a different report. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible. Device discarded by customer.

Event description:
A stryker disposable tourniquet cuff was used during the a procedure in which the customer reported that a stryker smartpump was reported as leaking; the smartpump is reported on a different report. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.